Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft break occurred. A 20x4.0mm taxus liberte stent delivery system (sds) was removed from the package and the shaft of the device broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed a break in the hypotube 510mm distal to the catheter strain relief. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft break occurred. A 20x4.0mm taxus liberte stent delivery system (sds) was removed from the package and the shaft of the device broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as stable.